Event description:
It was reported that during a partial hysterectomy procedure, the surgeon was having difficulty with the firing mechanism on second and third stroke of the firing. First stroke would not fulling extend and he would have to push forward so that the second stroke could completed. Staple line was cut but staples were not fully formed or malformed. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.